Event description:
The adjudication minutes were received for the (B)(4) study indicating that the patient had myocardial infarctions on (B)(6) 2010 and (B)(6) 2011. On (B)(6) 2010 at 01:18 the ck was 76 (nl 308 ratio <1), the ckmb was 2.90 (nl 4.9 ratio <1) and the troponin t was 0.04 (nl 0.01 ratio 4.0). On (B)(6) 2010 at 10:50, the ck was 65 (ratio <1), the ckmb was 2.38 (ratio <1) and the troponin t was not performed. On (B)(6) 2010 at 14:20, the ck was 54 (ratio <1). The ckmb and troponin t were not performed. On (B)(6) 2010 at 22:30, the ck was 63 (ratio <1), the ckmb was 2.34 (ratio <1) and the troponin t was 0.037 (ratio 3.7). On (B)(6) 2010 at 06:11, the troponin t was 0.033 (ratio 3.3). The ck and ckmb were not collected. The ECG core lab reported new/acute persistent high lateral t wave inversions and no q waves. The site did not report event of an mi. Approximately 13 days after the index procedure, the patient presented with chest pain and was found to have a jailed diagonal (see related report). Pci was performed on a 99% de novo ostial lesion in the 1st diagonal of 4mm in length in a 2.25mm vessel diameter. The lesion was classified as (b1). The lesion was pre-dilated 2.0x12mm balloon at 12 atm before a 2.25x8mm cypher rx stent was deployed at 12 atm. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. During the index procedure, pci was performed on a 70% de novo lesion in the mid lad of 8mm in length in a 2.75mm vessel diameter at a bifurcation with sidebranch >=2.5mm. The lesion was classified as (b1). A 2.75x13mm cypher stent was deployed at 18 atm by direct stenting. There were no procedural complications. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. The patient was discharged on the following day and had no angina at discharge.

Manufacturer narrative:
The complaint received states that this cypress study patient suffered two peri-procedural mis. This is a(B)(6) male with medical history including dyslipidemia, hypertension, and tias. The indication for the procedure was angina and a 70% stenosis of a bifurcating mid lad lesion. On (B)(6) 2010, the index procedure was performed. One cypher stent was placed in the target lesion. The core lab reported 22% residual stenosis, no dissection and timi 3 flow. Post-procedure the patient made no complaints of angina or shortness of breath. Post procedure, it was noted that the ckmb levels were elevated. This event was adjudicated as an arc (peri-procedural pci) and has been captured with the code for mi. The core lab reported no new major st-t abnormalities and no new q waves. The patient was discharged the following day on dual anti-platelet therapy. On (B)(6) 2010, the patient was transferred from an outside facility with complaints of angina. Angiography revealed a 95-99% stenosis of the ostium of the 1st diagonal branch. The core lab reported 24% in-lesion restenosis with timi 3 flow in the mid lad and an 80% side branch occlusion. The following day, the diagonal side branch occlusion was treated with pre-dilation and placement of one study stent. The site reported a 0% residual stenosis, no dissection and timi 3 flow, noting that the lad stent was unchanged post-operatively. The site confirmed that enzyme levels performed at the outside facility are not available. Post procedure, it was noted that the troponin levels were elevated. The core lab reported no new major st-t abnormalities and no new q waves. This event was adjudicated as an arc (peri-procedural pci) and has been captured with the code for mi. The post-procedure course was uncomplicated and the patient was discharged the following day on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00067 and 3003742446-2012-00023.

Manufacturer narrative:
Concomitant drugs continued: pre-procedure medications ((B)(6) 2010): aspirin, clopidogrel and ace inhibitors. Intra-procedure ((B)(6) 2010): aspirin, clopidogrel and bivalirudin. Post-procedure ((B)(6) 2010 and ongoing): aspirin, clopidogrel, lisinopril, hydrochlorothiazide, lipitor. Follow-up procedure ((B)(6) 2010): intra-procedure: eptifibatide (integrilin). Pre and post-procedure: aspirin and clopidogrel. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00067 and 3003742446-2012-00023.